Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Feedback was requested to technical services. Troubleshooting was discussed. At this time, no changes have been performed. This lead remains in service. No adverse patient effects were reported.